Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The caller stated that the customer had a magnetic resonance image taken with the insulin pump on. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to confirm alarm and perform displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.